Event description:
It was reported to philips that the device recorded a pacer rfu: hv capacitor energy low error message. There was no patient involvement.

Event description:
It was reported to philips that the device recorded a pacer rfu: hv capacitor energy low error message. There was no patient involvement.